Manufacturer narrative:
The device was received from the field with battery voltage having reached end of life which occurred post explant and after exceeding projected longevity. Review of the device image indicates the device remained above elective replacement level during the implant period and multiple interrogations after replacing the battery did not find any interrogation anomaly. Additionally, the device voltage was gradually lower while measuring the magnet rate and the results indicated magnet rate was within normal range.

Event description:
It was reported that the patient presented in clinic for a pulse generator explant due to normal eri. It was noted that no magnet mode rate measurements recorded with trans telephonic monitoring -ttm testing had measured a eri magnet rate. The patient was stable before, during, and after the pacemaker exchange.